Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
Patient response indicates the revision was due to the joint becoming loose and painful and audible crackling sound. (Right hip) doi: (B)(6) 2007. Dor: (B)(6) 2018.